Event description:
A peritoneal dialysis (pd) nurse reported a pt discovered a fluid leak following treatment and stated the pt was hospitalized for peritonitis as a result. The sample set is not available for eval. Medical records were requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. This report is to replace a retracted MDR MFR #2937457-2014-03504 as it was determined to be a non-complaint after further f/u with the pdrn who upon further review confirmed the peritonitis occurred due to a fluid leak.